Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had a loose drive support cap, and is protruded. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with a cracked and bleeding display glass, cracked case, minor scratches on the display window and a broken off end cap. The drive support cap was inspected and no anomaly was noted.